Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that during a procedure on (B)(6) 2012, doctor selected a lockscr 3.5 selftap l20 tan. When the nurse broke the seal of the sterilized package, it was discovered that the actual screw in the package was a lockscr 3.5 selftap l10 tan. No further information is available at this time. This report is for a lockscr 3.5mm self-tap l10 tan. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
An additional evaluation was performed and the report stated the following: the complained device was forwarded to the manufacturing plant for investigation. The investigation confirmed the screw (catalog number 413.020s) was packaged and mislabeled, as the labeling was for another screw (catalog number 413.010s). Further, it was also determined the screw (catalog number 413.010s) was packaged with the wrong label, as it stated this was a screw with catalog number 413.020s. The investigation showed that the failures occurred during the packaging process. It was also reported a corrective action and preventive action (CAPA) investigation has been initiated by the supplier of screws. Reported incorrectly as not sold in u.s. Product is marketed and sold in the u.s. The 510(k) number is k000684. Placeholder.

Event description:
This is 2 of 2 reports for complaint (B)(4).